Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction, and no non-conformity was identified. The ring was repositioned, and the system was restored to clinical operation. A comprehensive safety assessment has been performed. The system is functioning as specified and no further investigation is deemed necessary. Customers are expected to continuously monitor patients during scanning and, if necessary, secure them using the appropriate accessories. This requirement is stated in the instructions for use for somatom force ¿ vb20 (print no. Hc-c2-058-c.621.10.02.02), page 52, chapter 2 ¿safety information.¿

Event description:
It was reported to siemens that an incident occurred while operating the somatom force CT scanner. The plexiglass ring of the gantry was displaced by a claustrophobic patient. There is no report of impact to the state of health of any patient or user involved. This incident is being reported out of an abundance of caution.